Event description:
It was reported that a patient presented in-clinic. Upon examination, the patient's implantable cardiac monitor (icm) was found to have post-sensed t-wave over-sensing, resulting in false tachycardia episodes. Corrective programming changes were made. No patient consequences were reported.